Event description:
2 of 4. It was reported during surgery that the surgeon broke one screwdriver and deformed two screwdrivers when removing the al2 plate. The screws were able to be extracted using an unknown carbide drill and other unknown tools. The surgery was completed after a 30-minute delay. There were no other adverse patient consequences reported. This report is related to report numbers 3025141-2024-00024, 3025141-2024-00026 and 3025141-2024-00027 for the other devices involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drivers were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The three t8 stick fit hexalobe driver (part number 80-0759, batch numbers 574727, 530863 and 579620) were returned for evaluation. The returned drivers were examined under magnification and confirmed to have batch numbers 574727, 530863 and 579620. One driver (batch number 574727) showed a fractured tip while the other two did not. All three drivers showed signs of twisting of the lobes on their tips. The overall driver length of the fractured driver was measured to confirm fracture point. The driver measured 3.365", indicating that approximately 0.015" of the driver's tip broke off. The fractured driver showed a sign of a torsional fracture pattern at the twisted end of the tip. The fractured surfaces appeared moderately smooth with sporadic texturing and occasional sharp edges (i.e no signs of fatigue).the observed driver damage suggested a brittle failure mode. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. The twisted lobes on all three drivers were indicative of this excessive force that was applied but only led to fracture on one of the drivers. The returned product description indicated the drivers were damaged during removal. Conclusion can be made. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.